Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on an unknown date, it was observed that the fms tornado micro handpiece device would overheat during use. It was further reported that the blade/burr devices would not attach properly that they would not lock in. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device overwarms during usage and when attaching blades/burrs they don¿t attach properly and it doesn¿t lock them in. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: no function. The values of the keypad are out of range. The motor is corroded and doesn't run. The protective earth resistance is out of range. The motor, motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified.